Manufacturer narrative:
The insulin pump was received with an intermittent button response and button error alarm due to a corroded keypad. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a keypad anomaly during bolus. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.